Event description:
It was reported that the o2 air mixer 961 that is used for mixing gases to the ventilator was found leaking. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation has commenced. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The o2 air mixer was returned for investigation. Additional information was that the leakage was at a connection in the mixer house and that it caused incorrect flows and different oxygen concentrations. No further troubleshooting was conducted due to that the product support has been expired since many years and no spare parts are available for a repair or testing of the device. The involved model of o2 air mixer was sold out for more than 10 years ago and spare parts for the o2 air mixer was discontinued in (B)(6) 2013. According to the operating manual for the o2 air mixer it shall be controlled four times a year with respect to tightness, function and o2 concentration values. If the o2 air mixer does not operate according to specification it shall be taken out from service. The true cause of the reported problem has not been determined.